Event description:
It was reported that stent damage occurred. A 4.00x24mm promus element plus stent was selected. During prep, it was noted that the tip of stent was "abnormal". The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a hypotube kink approximately 57cm from the catheter strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. The tip was stretched and measured 8mm in length. The length of the tip should be 5.3mm max. There was blood present within the tip and guidewire lumen. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x24mm promus element plus stent was selected. During prep, it was noted that the tip of stent was "abnormal". The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.